Event description:
Patient presented with a brain tumor and hydrocephalus. Patient underwent biopsy of tumor and hydrocephalus was treated by placing a right ventriculoperitoneal shunt. Throughout hospitalization and clinical course, patient was noted to have intermittent concerns of shunt malfunction. Patient underwent one revision with unclear intraoperative findings of malfunctioning shunt component. The proximal ventricular catheter was changed. Shunt valve was reprogrammed multiple times since shunt placement. Intermittently, fluid developed along the shunt system and would subsequently regress and recur. Ultimately, patient returned to operating room for tumor resection and the shunt was externalized at that time. Patient's shunt was fully removed with explantation of the strata mr valve. Patient underwent reinsertion of shunt system a few days later with a different shunt valve, a strata ii valve. Dates of use: (B)(6) 2016 - (B)(6) 2017. Hydrocephalus. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.